Event description:
Kimberly-clark received a report stating, "the catheter detached from the thumbhook and stuck in the et tube. To remove the catheter it had to be pulled from the et tube. There was no adverse affect to the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for stock code 2v2210 with lot number m0243t608 manufactured on (B)(4), 2010. The product met the manufacturing and quality specifications, no issue was reported during the production. The sample was not returned by the customer to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Actual device not returned to kimberly-clark by the customer.